Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Service engineer (se) confirmed failure. The service engineer (se) inspected the device and replaced the power cord, data acquisition board, flow sensor assembly and oxygen solenoid. A gas delivery system (gds) was return for analysis. An investigation was performed and the gds system was tested with no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator failed the air delivery/ flow accuracy test during system maintenance. No patient involvement.